Manufacturer narrative:
Investigation summary: a mz1000 china sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22045851. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla). The customer also suggested a crack was detected on the fla. As part of the feedback the customer provided photographs of the complaint product; however analysis of the photographs did not identify any obvious damage which may have resulted in the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045851 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the hematology nurse replaced the PICC dressing and joint for the patient, it was found that the transparent needle joint was not cracked and leaked, and the joint could not be used normally. The patient was immediately replaced and no harm was caused.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2023, when the hematology nurse replaced the PICC dressing and joint for the patient, it was found that the transparent needle joint was not cracked and leaked, and the joint could not be used normally. The patient was immediately replaced and no harm was caused.